Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va12uva, implanted: (B)(6) 2016 explanted: (B)(6) 2017. Product type lead fdd c62917 and fdc 22 apply to the lead all other codes apply to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient was having pocket pain and a lack of efficacy. The patient reportedly had a fall back in (B)(6), but when the device was checker there were no impedances observed. Upon and x-ray being done it appeared that the lead had migrated backwards and the battery flipped in the pocket site. The patient's hcp revised the pocket and replaced the lead as well as tied the battery down within the pocket with sutures. The issue was reported as resolved at the time of this report. There were no further complication reported or anticipated.